Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose was not provided at the time of the incident. Troubleshooting could not be provided. The motor error did not get cleared. The insulin pump will not return for analysis.